Event description:
Port was accessed in 02/2003 with a 20g .75" bard liftloc safety infusion set. It was used for multiple infusions both continuous and intermittent. Reporter was called to pt's room urgently to check bleeding port which turned out to be bleeding from the huber needle tubing where the microbore tubing connects to the y-site medport. Ebl 20-25 cc. Port was deaccessed and reaccessed with another huber. Clot was aspirated from the port then flushed. This is second event for this pt.